Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: tip of the autosonix ultra shear long (moving piece) broke off. Used another autosonix ultra shear long. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.